Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/02/2019. H3 device evaluation summary: the actual device was received for analysis. It was received for analysis a dispensed needle-suture in two section of product code: sxpp1a101. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; however, the end of the suture pieces were cut that appears to be by use of a surgical instrument and the extremes did match between them. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records could not be reviewed as the batch number is unknown. According to the sample condition it was suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture was broken near the needle. There were no adverse consequences to the patient. No additional information was provided.